Event description:
Following a left shoulder arthroscopy with arthroscopic subacromial decompression, arthroscopic mumford procedure, a blistered area was noted on the lateral side of the operative arm when the drapes were removed. At the time it was thought that the blister was caused when the drapes were removed. It was not until 2 more similar incidences occurred two times in 2008 that it was discovered, it was caused by hot fluid that was draining from the suction tubing attached to the arthrowand from arthrocare sports medicine. The arthrowands were immediately pulled off the shelves and the rep from the company was notified. I was informed by the company rep that this was being reported to the FDA as an adverse event. On three months later, I was notified that the pt had plastic surgery to revise the burn scar on thirteen days earlier in the same month.